Event description:
According to the reporter: the surgery was performed after uterine fibroid extraction valuation by the attending physician and it was observed that the wound is completely open and interrupted sutures. So you must re-enter again for washing surgical surgery and closure with sutures independent booster shots.

Manufacturer narrative:
(B)(4).